Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions."

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008. A subsequent revision was performed (B)(6) 2012 due to alleged pain, loosening and elevated ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report for the (B)(6) 2012 right hip revision noted the revision was due to instability and further noted the presence of corrosion, yellowish fluid, the lining of the joint appeared villondular with some grayish-dark staining consistent with a degree of metallosis, oseteolysis, a loose acetabular cup, a medial defect and lack of anterior rim. The modular head, taper adapter and acetabular cup were removed and replaced with a biomet head and taper adapter and a competitor&#38112;cup.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008. A subsequent revision was performed (B)(6) 2012 due to alleged pain, loosening and elevated ion levels. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." And number 15, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-02311 / 02313). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.